Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the fo sensor extension. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) had a fiber optic issue. There was no patient involvement.